Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a carotid interventional procedure. Reportedly, after preparing and insertion of the proglide device according to the instructions for use, a posterior cuff miss occurred. A second proglide device was used to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in the investigation of the complaint. A cuff miss as reported can be influenced by, but not limited to manufacturing, patient anatomical conditions and user technique. All devices undergo needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. During manufacturing and at final inspection, a sample of devices from each lot must be successfully functionally deployed. Cuff miss can be caused by tissue too thick and certain anatomical conditions (heavily calcified arteries, scar tissue, etc). The complaint information did not report that the patient had these conditions or any of the conditions listed under the special patient populations of the instructions for use. Cuff miss can be influenced by several factors, including failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, not depressing the plunger to contact the device body. The complaint information did not report any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff miss and associated patient effects could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for the reported lot revealed no other related incidents and there is no indication of a product quality deficiency.